Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable pulse generator (ipg) became inoperable following a surgery where the ipg was not placed in surgery mode. Patient underwent surgery wherein the ipg was replaced. Patient is stable.

Manufacturer narrative:
The report of inoperable ipg was confirmed. Analysis of the returned ipg found that the cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).